Event description:
It was reported that the customer had just replaced the battery and the metal coil was out. It took the customer forever to get that in so that it would work. Customer's blood glucose level was 135 mg/dl. Customer stated that the physical damage to the pump is that the spring fell out of the battery compartment. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Findings: pump was received with blank display due to missing battery tube spring. Unit had cracked battery tube threads, cracked reservoir tube lip and scratched lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)